Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead had experienced syncopal episodes. During a routine device check, oversensing of noise was observed on the rv channel that resulted in pacing inhibition. High pacing threshold measurements were also observed. Pauses in pacing of more than six seconds were reported. A lead fracture was suspected; however, it was noted the pacing impedance measurements were within normal range. The lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Setscrew marks were in the correct location on the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the pacing inhibition, noise, oversensing, and high pacing thresholds that were observed clinically. X-ray analysis confirmed there were no conductor fractures.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead had experienced syncopal episodes. During a routine device check, oversensing of noise was observed on the rv channel that resulted in pacing inhibition. High pacing threshold measurements were also observed. Pauses in pacing of more than six seconds were reported. A lead fracture was suspected; however, it was noted the pacing impedance measurements were within normal range. The lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was returned for analysis.